Event description:
A (B) (6) male patient contacted lifecor customer support to report that he was getting alarms. Psr had already visited patient and exchanged the electrode belt a few weeks ago. At this time, the patient was found to be really hairy and was told to shave under the electrodes to decrease alarms. The psr visited the patient again and found the system alarming. She did a manual recording and found that the electrode belt may be broken. Support sent the patient a replacement electrode belt. The psr also shaved the patient again.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the cable from ECG c to ECG d. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the defective electrode belt cable. The patient received a replacement electrode belt.